Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the regular maintenance the subject device, an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. Based upon the information from the local service engineer, there were damage of the cable and discolor of the connector pin of the device. Omsc assumed a potential cause as follows. - the image could not be displayed by the above anomaly of the cable and the connector pin. The instruction manual of the device states the corresponding method in case of an abnormality.